Event description:
Needle injury [needle injury]: case description: this adverse event was reported as non-serious, however it was re-classified as serious on 15th january 2001, as the needle had to be removed at a clinic. A medical doctor reported that a pt, twice experienced that the needle broke off when injecting insulin. In december 2000, the needle broke off in the pt's thigh and the pt had to go to a clinic to have the needle removed. Later in december 2000, for the second time, the pt experienced that the needle broke off, however this time the pt was able to remove it by self. Further info has been requested.